Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy associate called in to report for the customer that the new insulin pump was confusing and the menu was different from the old device. The customer's blood glucose level was 400 mg/dl. Through troubleshooting two motor errors were found. The caller stated they would keep the new device for now. Nothing was replaced or returned.